Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device had a faulty optical switch. There was no report of patient involvement.

Event description:
It was reported to philips the device had a faulty optical switch. The issue was further clarified as the customer broke the optical switch on the device. There was no report of patient involvement.